Manufacturer narrative:
The device was returned to olympus for evaluation. Based on the results of the investigation, it is likely that the following led to the malfunction: foreign material. A definitive root cause for this issue was not established. A review of the device history record (DHR) found no deviations that could have caused or contributed to the observed foreign object in the nozzle. The DHR confirmed that the subject device was shipped in accordance with the specifications. It was confirmed that there was no non-conformity of the device during manufacturing. This issue is addressed in the instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.